Event description:
It was reported that the curved needle driver instrument screw fell into the surgical field during a da vinci surgical procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the distal clevis pin was removed from the distal clevis hole, as a result the grips-tips were loose. The grips still opened and closed but were very unstable due to the missing pin. No other damage was found.

Manufacturer narrative:
The isi representative contacted the surgeon. The surgeon indicated that during the procedure, a screw was coming out of the instrument and the surgeon allegedly stated, he probably should have changed tools but continued anyway. The screw was pushed back in using another instrument. The screw fell out of the instrument and into the patient. The surgeon retrieved it with a laparoscopic grasper. The planned procedure was completed. No x-rays were performed and no additional incisions were made. The instrument has been received for evaluation. The instrument has not yet been evaluated; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the instrument has been evaluated, or if additional information is received.